Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected rewind anomalies noted. No excessive no delivery or occlusion alarm noted. No unexpected low battery alarm anomalies noted. No unexpected e or a alarm anomalies noted. Device received with cracked lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had error code. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had battery life diminished from the first day, crack by the display the screen, unexplained and random no delivery alarms, frequent in the last month, still occurs after a site change, small crack on the screen and rewinds slower than it had in the past. The insulin pump will not be returned for analysis.